Event description:
Reported received from abbott international affiliate (abbott spain) of an under-delivery of tpn. According to the report, the pump delivering tpn was reported to under-deliver and did not alarm. It was reported that the pt was "in risk of hypoglycemia". The reports received indicated that the tpn had under-infused for 12-14 hours before it was noticed. The patient did not experience any hypoglycemic reaction, and no medical intervention was required. There was no reported adverse patient effect. No further information was available.